Event description:
Adverse event(s): "cancelled two cases" (no code available). Product problem(s): "doctor settings incorrect" (use of incorrect control settings). A customer reported the doctor's settings were incorrect. This was noticed after the unit was serviced. A case had been done earlier that day that did not go as expected, because of the settings issue. The surgeon was considering cancelling his remaining two cases. The doctor was unhappy with this issue. Additional information was requested. Additional information was received. The nurse reported the case was completed using the default settings; however, the two cases to follow were cancelled until the settings could be adjusted. There was no patient injury reported.

Manufacturer narrative:
A company sales representative examined the system and settings. The representative observed that the doctor's settings were incorrect. The settings appeared to have changed when the doctor's settings were uploaded onto the new software. The default setting was noted to not have been enabled. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).